Event description:
"The microbiology supervisor at (the hosp) found serratia marcescens in (pt's) blood catheter tip to their line and in the tpn bag." The pt, "developed a bacteremia secondary to the central line becoming infected by serratia. It was confirmed that the tpn was contaminated by serratia as well as the catheter tip". Multiple attempts were made to obtain additional info. The customer reported that the pt was an "in-pt and out-pt" at that facility. Though requested, no further info was received.